Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Manufacturer narrative:
Additional manufacturer narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. There were no issues identified with the device. The unit was determined to be functioning as designed. A service history record review of the device also reveals that the unit has been in the field for over two (2) years with no previous reported issues related to this event.

Event description:
It was reported by the customer that when the biomed is testing device for annual verification, the pr is giving +10 higher; when testing is performed with another device, one finger probe on each hands monitoring at the same time. No consequences or impact to patient.